Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy/colectomy procedure, after firing, the staple line did not hold. A new device was used to complete the case. No patient injury.